Event description:
Caller reported a cracked and shattered touchscreen on the pump, which resulted in the screen becoming unresponsive and illegible. The impact on the customer's blood glucose level was unknown as the caller declined to answer. The customer reverted to using multiple daily injections as a backup therapy.